Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence with a device that was not functioning correctly. During revision surgery, the physician confirmed that there was a hole located at the neck of the pressure regulating balloon (prb) and fluid loss was observed when additional saline solution was injected, as the fluid exited through the hole. Also, physician stated that only regular wear and tear were related to the hole. The prb was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.